Event description:
An altitude alarm was reported on the customer's pump. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had previously experienced this issue and acknowledged the potential cause related to moisture exposure. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, which resolved the issue, allowing insulin delivery to resume. The pump returned to normal operation, and the customer was given tips to prevent future altitude alarms.